Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during line change, they were unable to clear any fluid through the trifuse. Another trifuse was dropped by another coworker which worked appropriately. Upon there inspection following line change, original trifuse was noted not to have an opening at the end. The 3 ports were open but the end of the trifuse was sealed shut. There was no patient involvement.